Event description:
It was reported that the user experienced prolonged hyperglycemia to 275 mg/dl after a dinner bolus while using the ilet with a steel infusion set, followed by an occlusion that resolved only after a full supply change of the infusion set and cartridge; troubleshooting and education were provided, and insulin delivery was resumed. Symptoms included elevated glucose without reported physical complaints. Outcomes included temporary impairment due to elevated glucose that was managed by the device bringing glucose back into range, with no medical intervention or hospitalization. Investigation included technical support troubleshooting and user education, including step-by-step guidance for a complete supply change and scheduling of additional training. Investigation of this case revealed that glucose remained high for several hours after a high-carbohydrate meal and that an occlusion was suspected and resolved after replacing disposable components. It was concluded that the event was consistent with hyperglycemia associated with infusion delivery issues that resolved after supply replacement and user guidance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.